Event description:
Upon repeat x-ray on 7/6/95, it was noted the femoral stem component on a total hip replacement on the left was fractured/broken in half, 2/3 down the shaft of the component. Pt's continued severe pain & limited mobility required surgical removal of the broken component & replacement of the total joint. Unable to determine date when component broke, though pt states pain began the end of 5/95. Required hosp stay of 9 days.